Manufacturer narrative:
(B)(4) no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced loss of consciousness. Customer was given a bolus via the pump and blood glucose (bg) level decreased to 470 mg/dl. Prior to the event, the customer's bg level had been elevated (600 mg/dl) and customer was vomiting, but customer believed he was just getting sick. Customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis. While hospitalized, the customer was treated with saline, insulin and anti-nausea medication. Customer was released on (B)(6) 2015 with the issue resolved and bg level stabilized. Customer met with pump trainer to review proper pump procedure and customer changed to an angled infusion set. Customer resumed pump therapy on (B)(6) 2015.